Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect which began about six or more weeks prior to report. The patient was in the clinic on the day of report due to increasing full feeling, nausea, vomiting and pain. It was stated the patient was "a wreck all the time and ... His symptoms were much better but he was never symptom free." It was noted the symptoms had been much worse for the six weeks prior to report. Two physician programmers were used and no telemetry was established with the implantable neurostimulator (ins). It was stated there was some concern that this ins ¿lasted so much less¿ that the first one but programming is a potential cause to affect longevity. It was also stated short circuit was another possible reason for a more rapid battery depletion.